Manufacturer narrative:
. Section b3: date of event: unknown, not provided, the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's right eye due to dislocation of the lens. The lens was explanted and replaced with zku2300 with 24.5 diopter in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. From additional information it was learnt that it is unknown if the instability of the device was due to product malfunction or not. It is unknown if there was product issue or patient issue or not. Patient is doing fine. There was no use error. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12/18/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was returned cut in half. The lens was cleaned and presented with no further issues. Conclusion: the complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.